Manufacturer narrative:
(B)(4)

Event description:
The user is questing the "no shock" decision given by the device during a patient use event. The patient did not survive.

Manufacturer narrative:
(B)(4).